Event description:
The explanted generator and lead were received. Analysis of the lead is underway but has not been completed to date. In the (B)(6) lab, the generator output signal was monitored for more than 24-hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications of the current automated final test. Analysis in the (B)(6) lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Event description:
The condition of the returned lead assembly is consistent with conditions that typically exist following an attempted implant procedure. No obvious anomalies were noted except for the set screw marks near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. X-ray suggests canted spring was connected to the connector ring. Continuity checks of the returned lead assembly were performed with no discontinuities identified. No coil breaks were found. Based on the findings in the lab, there is no evidence to suggest any device-related anomaly with the returned lead.

Manufacturer narrative:
(B)(4).

Event description:
Patient had her device disabled 2 years ago due to pain from scarring that the previous lead had left behind on the nerve. After the lead revision in 2014, patient's nerve had been damaged enough to where the pain and voice alteration had become so unbearable that the device had to be disabled. The neurologist referred the patient explant surgery as he did not feel that the patient needed the vns therapy any more as she has been seizure free for a year and a half now despite device disablement. Patient underwent explant surgery and both the generator and lead including the electrode coils were completely removed without issues. Pre-op system diagnostics was performed and all results were ok. The patient had reported about pain in the jaw and neck area prior to surgery. Prior to surgery, an ent physician mentioned that the patient's left vocal was little weak. The physician was not sure if the weakness was from previous surgery or if its recent. It was not suspected to be vns related necessarily. It was also mentioned that the surgery is not to preclude a serious injury and that the physician recommended explant as patient did not need it anymore. Patient's seizures were well controlled with medications. The surgeon stated that he did not see any obvious nerve damage. However, he thought that patient's left recurrent laryngeal nerve was injured on the previous vns revision in 2014. The explanted devices have not been received to date.